Manufacturer narrative:
(B)(4). The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump near the battery compartment, case cracked behind the pump at the corner of the belt clip rails, and cracked battery tube threads.

Event description:
Customer reported via phone call that they insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that insulin pump was dropped. Customer stated that side of the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.